Manufacturer narrative:
Article citation: ¿robotic prophylactic nipple-sparing mastectomy with immediate prosthetic breast reconstruction: a prospective study,¿ benjamin sarfati, md, samuel struk, md, nicolas leymarie, md, jean-francois, md, heba alkhashnam, md, kim tran de fremicourt, md, angelica conversano, md, francoise rimareix, md, marie simon, md, stefan michiels, md, and frederic kolb, md, annals of surgical oncology, vol 25, issue 9, 2018, pp 2579¿2586. The event of infection is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Infection: in rare instances, acute infection may occur in a breast with implants. The signs of acute infection include erythema, tenderness, fluid accumulation, pain, and fever. Very rarely, toxic shock syndrome, a potentially life-threatening condition, has been reported in women after breast implant surgery. It is characterized by symptoms that occur suddenly and include high fever (102°f, 38.8°c or higher), vomiting, diarrhea, a sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting. Patients should be advised to contact a physician immediately for diagnosis and treatment for any of these symptoms.

Event description:
It was reported in the article robotic prophylactic nipple-sparing mastectomy with immediate prosthetic breast reconstruction: a prospective study from the annals of surgical oncology that 33 women underwent 63 robotic prophylactic nipple-sparing mastectomies (rnsm). Patients were implanted with unspecified anatomical devices made either by allergan or eurosilicone. "Three infections occurred [¿] two infections were managed with revision surgery to wash the implant pocket and to replace the implant. One infection unfortunately led to implant loss [¿], and "one implant rotation also occurred. No other complication was observed.¿